Event description:
Researchers conducting cardiac imaging on swine model, inadvertently wheeled a transport cart into a 1.5t MRI scanner. A ferrous IV pump on the cart became a projectile and was pulled to the magnet housing. An attendant's hand was pinched badly when trying to remove the pump. No broken bones. Magnet housing required replacement. Two minutes prior to the incident, all present were instructed not to allow said pump into the scan room.